Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the damage to the distal section of the turnpike and the separation of the tip. The guidewire was also returned and showed signs of damage consistent with torquing through a calcified lesion. The separated tip of the turnpike lp was on the guidewire. The most likely root cause for this failure is damage during use.

Event description:
Lad was wired antegrade on the support of a micro-catheter, physician ballooned and stented the vessel from mid to proximal, in order to performed post dilation . Physician needed to reinsert the micro-catheter to exchange the wire. The tip of the turnpike got dislodged, and stuck in the mid lad and substantial efforts were needed to remove it. Guideliner, additional wire, repeat ballooning. Final post dilation performed at the end with a short larger balloon. The distal graft anastomotic segment was left untouched. Good flow post procedure. Well tolerated overall. Left femoral access closed. Dilation of the lad. Lad had atherosclerosis, coronary artery calcification. No patient complications or injury reported. Current condition of patient is reported as "fine".